Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo pen needle failed to retract. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd autoshield¿ duo pen needle failed to retract. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned a photo of an autoshield duo sample. Customer states that the npe cannula failed to fully retract and the staff member grazed their skin. The returned photo was examined and exhibited the autoshield duo not properly activated with the patient end of the cannula exposed, which could lead to harm. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate & harm on lot # 8047894. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.